Manufacturer narrative:
Height: 64 inches. Based on the available information, this event is deemed to be a serious injury. No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. A previous investigation is applicable to this complaint. The complaint/incidence data-post market analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user is a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
End user reports that she developed redness under the tape collar and was subsequently diagnosed by her surgeon on (B)(6) 2016 with dermatitis. The surgeon prescribed nystatin powder to the area with each appliance change. Her wound ostomy continence nurse later diagnosed a yeast infection under the wafer. The end user was directed to apply three (3) layers of nystatin powder followed by skin prep to skin prior to each wafer change.